Manufacturer narrative:
Our product evaluation laboratory received one 9fr ava hf introducer kit with dilator. Examination of the returned introducer and components found that the dilator passed through the valve but had resistance while passing through the sheath body. The dilator was bent 2cm from the hub. The dilator body appeared damaged at 75mm to 120mm from the dilator tip. The introducer¿s inner diameter was measured and found to be out of specification at 0.115 inches. The dilator¿s outer dimater was measured and found to be within specification at 0.120 inches. No other damage was observed to the returned components. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "dilator found resistance in the inner lumen of the introducer" was confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new introducer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during insertion, the dilator met resistance in the inner lumen of the introducer. No ¿bend¿ was noticed during the insertion. The resistance resulted in a deformation of the dilator. The clinician removed the device, including the guidewire, and used a completely new kit in order to proceed. This resulted in a new stick. There was no allegation of patient injury. Patient demographics were requested and not available.